Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. Invalid syringe size was found in pump event history log. Reported problem was able to be duplicated during syringe test. The root cause of the reported issue was found to be barrel head screw loose from barrel clamp head.. Actions were taken to mitigate the reported issue: replaced barrel clamp head screw. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device is not recognizing syringes and showing invalid syringe size. No patient injury was reported.